Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the variable angle ¿ locking compression plate (va-lcp) was used for a fracture of distal radius. After using the guiding block, the plate was temporarily fixed by the k-wire. The cortex screw was inserted into the combination hole, then the screw was inserted from most distal side to radius side. During the screw insertion of most distal radius side, the screw was not locked at all, so the surgeon checked by image, and then found out the screw penetrated. The surgeon could not extract the penetrated screw, although he tried his best. Finally he closed a surgical incision without the screw extraction. After the surgery, the patient has no pain. There is no problem with functional fixedness, and the patient is doing an active exercise. The patients bone quality is poor. It was noted: there was residual material on the patient's body and there was excessive operative duration. This report is on the unknown variable angle locking screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown variable angle locking screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.